Manufacturer narrative:
The mcs tip cover was not received for failure analysis evaluation. It was reportedly not available for return.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure; the monopolar curved scissors (mcs) tip cover accessory fell in the patient. The tip cover was retrieved during the same procedure. There was no additional harm to the patient. The tip cover is not available for return. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and the mcs tip cover accessory were inspected prior to use no damage was observed. The mcs tip cover accessory was obtained during sterilization process (it was not previously reprocessed). The fragment fell inside of the patient during the instrument removal through the trocar. The surgeon believes there was friction between the cuff of the scissors and the trocar. The instrument was used the entire procedure for approximately 3.5 hours. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instrument during the surgical procedure. The mcs tip cover was properly installed by an experienced operating room nurse. No orange surface was visible after the mcs tip cover accessory was installed. The accessory was not installed beyond the orange surface either. No installation tool was used. The customer did not use electrolube, or any other lubricant during mcs tip cover installation, and no reducer was used. The instrument¿s wrist was straightened upon removal. The surgical staff did not notice any damage to the mcs tip cover accessory, the instrument, or the cannula after the event occurred. The issue occurred at the end of the procedure.